Event description:
It was reported to philips that the device's compartment b battery pins were damaged. There was no reported patient involvement/adverse patient impact. The reported problem was verified in the lab based on visual inspection. The problem was localized to j2 pin 7 and 8 which were found to be completely broken and missing; only the pogo pin springs were left inside the socket. In addition, j1 pin 1 was slightly bent and loose.

Event description:
It was reported to philips that the device's compartment b battery pins were damaged. There was no reported patient involvement/adverse patient impact.